Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter facility name provided: (B)(6) hospital; (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensor was located further from the tip of the foley catheter than the previous one. The physician would like to confirm whether this was a specification change or if there was no problem in using it.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital. The reported event was confirmed cause unknown. Visual evaluation of the returned ten-photo sample noted one opened (without original packaging), silicone foley attached to the drainage bag. Visual inspection of the eight-photo sample noted that the tip of the catheter was slightly bent. The ninth and tenth photo show the overview of the foley catheter attached to the drainage bag. The labeling is found to be adequate to fulfill s03fa211 revision 26. DHR review could not be completed for the catheter since the lot number is unknown but one was completed for the packaging. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensor was located further from the tip of the foley catheter than the previous one. The physician would like to confirm whether this was a specification change or if there was no problem in using it.